Manufacturer narrative:
A ge rep evaluated the system and determined that the sram card in the c-arm will require replacement, but no conclusion can be drawn as further repair info is not available.

Event description:
The customer reported that the system would not boot up. There is no report of injury or death associated with the event described in this complaint.